Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was flashing black and white due to a fall. Blood glucose level at the time of the incident was 134 mg/dl. During troubleshooting, the customer was unable to get the display to return. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a constant flashing white light with lines on the display and constantly beeping due to cracked lcd glass and cracked vertical lcd controller. No cosmetic damage on case noted.